Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the device was returned with no header. Tool marks were noted on the device case by where the header attaches to the case indicating the header was separated by external stress during the explant procedure. No electrical testing could be performed due to the no telemetry condition and missing header. Overall, the clinical allegations made against the device could not be confirmed through product testing as the header was not returned with the device.

Event description:
Boston scientific received information that during a general replacement procedure, a physician experienced difficulty removing all of the patient's leads from the header of this device. The setscrews were observed to be stuck and would not release the leads. Despite troubleshooting, the physician had to break the header of the device in order to get the leads out. During this, all of the leads was damaged and needed to be replaced. The device was explanted and is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.